Manufacturer narrative:
On 08/20/2013, the isi representative was contacted to request additional information regarding the reported complaint. It was indicated that no malfunctions occurred with the da vinci system, instruments or accessories. It was indicated that the tip cover had been over-installed on the mcs instrument and that the isi representative has retrained the staff properly since this case. The tip cover accessory will not be returned for evaluation by the site. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the surgical staff was unable to remove the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, through the cannula accessory. The clinical sales representative (csr) on site for the procedure contacted isi technical support engineering (tse) for further assistance. The tse provided troubleshooting to the csr and the informed the csr about the sheathing tip cover and the instrument was removed. It was discovered that the tip cover accessory was installed incorrectly causing the mcs instrument to not fit through the cannula accessory. Several procedures have been monitored and no other issues have been noted. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.